Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: cracked keypad overlay, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had to press buttons multiple times in order for insulin pump to deliver the bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.